Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was stopped delivering, trouble in rewinding. The customer¿s blood glucose level was 238 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer also reported that the insulin had delivery anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected rewind anomaly or no delivery alarm noted during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08830 inches. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing.